Event description:
Pt had undergone cataract surgery in which hyaluronate sodium ophthalmic solution (healon v 0.6) was used. Four hours after the surgery, the intraocular pressure (iop) was increased to 38 mmhg. Besides the pt experienced corneal edema and vomiting. No special treatment was administered for lowering the increased iop which decreased to 21 mmhg in 6 hours. The pt received mannitol 300ml intravenously just for insurance. The day after the extraction, the iop fluctuated between 10 mmhg and 19 mmgh. Hyaluronate sodium ophthalmic solution was removed and no problem was observed in visual acuity. At the time of the report, the pt had recovered. The reporting physician assessed the events as non serious/non mild and the relationships between the suspect drug and the evetns as probable.